Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed following a review by a clinical consultant. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: the entire cup construct has dislocated from the acetabular bone with pull-out of the screws from the bone. There is a huge bone defect condition around the entire acetabulum. The stem is stable in the bone with no obvious issues other than the dislocation of the femoral head from the loose and dislocated cup. The femoral head is indeed dislocated from the cup in superior direction but additionally, the entire cup construct of trident shell with adm/mdm insert has dislocated from the acetabular bone with pull out of the supplemental screws. The underlying problem is a huge bone defect condition involving the entire acetabular bone. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-ray by a clinical consultant concluded: suboptimal technique of bone repair in a major bone defect condition after previous device failure has contributed to a mechanical unstable condition around the acetabular device causing loosening with dislocation and screw pull-out of the entire cup construct requiring another revision. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right hip was revised due to dislocation.